Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke and fell inside the patient. The fragments were retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the customer retrieved the fragment(s) during the same procedure. All fragments were retrieved with no additional surgical procedure required. The customer did not perform any post-operative tests to check for remaining fragments. The instrument was inspected prior to use. The surgeon was dissecting tissue when the issue occurred. During the procedure, the surgeon did not notice any issue with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.107¿ from the base. Broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure which is most commonly attributed to mishandling/misuse a review of the site's instrument logs was conducted. Investigation revealed the harmonic ace instrument (pn 480275-08/ lot # m90191104-0048) was last used during a surgical procedure on (B)(6) 2020 on system sk0740. The instrument has 0 life remaining.